Event description:
It was reported that the system was no booting up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board was reseated. The system was tested and found to be working as intended and put back into service.